Manufacturer narrative:
Reliability analysis evaluated 3 random sealed infusion sets. They performed hand prime using a new lab reservoir and observed diluent flowing through the infusion set and out the catheter tip. The infusion set passed per inspection. There were no occluded anomalies found during analysis. They evaluated 2 opened/used infusion sets. They performed hand prime using a new lab reservoir. 1 of 2 was found occluded at the p-cap connection section. They were unable to confirm if customer received occluded infusion sets because the customer returned opened/used sets. The remaining 1 of 2 pass per specification. There were no occluded anomalies found during analysis. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had a problem with all 3 of his infusion sets. Customer stated that he was able to get insulin through the tubing and it wouldn't come out of the cannula. Customer's blood glucose was 253 mg/dl. Customer stated that he didn't' receive a no delivery alarm. Customer stated that he has been continuously having problems with the infusion sets where the insulin will not push through past the quick disconnect piece.